Event description:
Pt reports the plastic tip broke off where the cartridge is inserted on her cadd ms-3 pump sn (B)(4). This pump was not in use at the time and pt did not miss any therapy. Sending a replacement pump for delivery tomorrow and pt will return broken pump. Dose or amount: 66.2ng/kg/min, frequency: continuously, route: subcutaneous. Dates of use: from (B)(6) 2017 to present. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.